Manufacturer narrative:
(B)(4). D10: 010000702 g7 bonemaster ltd acet shl 50d unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor broke connection and was unable to uncouple from the cup resulting in explanting the g7 cup and screws. No known impact or consequences to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2 upon receipt of additional information, it was determined this product should not have been reported as the investigation and reporting responsibilities belong to the alliance partner enztec. Therefore, this report is invalid/being voided.